Event description:
Info received that the stretcher was moving sideways when in brake mode. No injury reported.

Manufacturer narrative:
Tech found that the stretcher was moving sideways when caregiver was leaning against it. Cause: three brake casters were worn out. Replaced there brake casters, stretcher ok.